Manufacturer narrative:
On 17 march 2017 the medical affairs director performed a clinical evaluation and commented as follows: insert revision in tka 4 months after primary for joint instability. The insert was exchanged to a thicker one. The developmental instability is a rather commonly described possible complication following tka, because soft tissue may stretch and provide insufficient stability. It is therefore common practice to resort to a thicker insert and recreate soft tissue tension. This is not a problem due to any implant defect or malfunction. On 30 march 2017 the patient match department performed a review of the planning of this case and commented as follows: our analysis of the planning process of this case found no deviations from the standard procedures. Each step has been performed correctly. Batch review performed on 04 april 2017. Lot 130212: (B)(4) items manufactured and released on 21 february 2013. Expiration date: 2018-01-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of instability. The patient developed laxity over time. The surgeon revised the insert. The surgery was completed successfully. X-rays are available. Explants are not available.